Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the malfunction occurred.

Event description:
Information was received indicating that the 840 ventilator had an inoperable and blank graphical user interface (gui) display.

Manufacturer narrative:
(B)(4). Customer reported that this 840 vent failed while in use on a patient. Customer was unable to provide additional information regarding patient involve incident.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.